Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and the customer reported complaint was replicated. The pmsc was tested on the printed circuit assembly (pca) test system. All the pmsc nodes were no present, the pmsc was not seen on the gemini laptop application. The video branch board (vbr) has failed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a non-recoverable error 281 had occurred and the blue fiber cable (bfc) status led on the surgeon side cart (ssc) was off. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the customer switched off the ssc, power cycled the system and continued surgery with the other ssc that was already connected to the system since the start of the surgery. The tse confirmed error 281 and also error 307 pointing to ssc. The troubleshooting could not be completed at the time of the call. After the procedure was completed, the customer called back to continue the troubleshooting. The tse guided the customer to do a power cycle and emergency power off (epo) including breakers, but the issue persisted. Tse guided the to disconnect the affected ssc and to perform a system restart. Issue was cleared. When the customer powered down the system and connected the bfc to the affected ssc, error returned. The procedure was completing as planned with no reported injury. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the device for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.